Manufacturer narrative:
Continuation of d10: product ID: 97755-s. Serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755-s, s/n (B)(6) found complaint unverified found no issues with finding or charging ins. White arrow rubbed off connector. This does not impact the functionality of the recharger. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. Patient does not have the equipment with her. The reason for call was patient stated it is not working, patient clarified the controller is blank/unresponsive since a couple of weeks ago patient stated the controller was connected to ac power when she noticed the controller was blank/unresponsive. Patient stated she has tried to charge the controller but it will not charge. Troubleshooting was unable to be performed as patient did not have all of her external equipment. Patient service specialist suggested patient call back with the equipment for further troubleshooting. Pt mentioned that she recently had a controller replaced. Patient called back to troubleshoot. Patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and green light was solid. Patient got no device found. Patient plugged the recharger and controller was black/unresponsive. Patient couldn't wake the controller up. A replacement recharger (rtm) was sent to the patient. Additional information was received from the patient. Pt called back in and reported they were still unable to recharge the implant. The controller would go blank and unresponsive when it was unplugged from the a/c power supply. Agent sent an email to repair to replace the controller.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.